Event description:
Medtronic received a report that concerto coils would not detach. The patient was undergoing surgery of a renal bleed. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that upon access of the renal vessel the physician attempted to deploy the concerto coil and was unsuccessful x 3. The staff reported that the coil would successfully exit the catheter but would not take shape. Three sizes were attempted and failed. Three sizes were successfully deployed. All devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a avanti 6f sheath, omni sos guide catheter, renegade high flow micro catheter, fathom guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.